Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 55, and 130 mg/dl. Tests were done within 5 minutes with a difference of 66 mg/dl. Patient did not experience any adverse events. No further information has been reported.